Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the 14v patient cable not working as expected was not confirmed. There was no photos or log files submitted for review. The 14v patient cable, lot m579430625, was returned for analysis in unremarkable condition. The patient cable underwent preliminary testing by connecting to a cable breakout fixture to test the continuity and resistance in the wires. The cable did not pass every step of the test procedure; one measurement was outside the expected resistance. The cable was functionally tested with a test controller and mock loop and was found operate as intended during analysis. No alarms were produced while testing. This higher resistance measurement did not affect functionality of the cable. The provided information stated that they tried connecting to multiple power modules and controllers, but the patient cable was not functioning properly. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The IFU states in the ¿guideline for power cable connectors¿ section to line up the half circles inside the connectors and gently bring the connectors together, turning them slightly to make the connection. A root cause for the reported event was not conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use, rev. D states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ the IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ the device history records could not be reviewed for the 14v patient cable due to the records being unavailable and maintained by the vendor. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module patient cable was not working. It was tried with multiple power modules and controllers.